Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
As part of the zenith® p-branch® pivotal study being conducted by cook, inc., the following event was noted: it was reported that the patient was treated for a stable pararenal aortic aneurysm with a diameter of 58.3 mm. The proximal sealing zone was parallel shaped and showed mild calcification, no occlusive disease, and no thrombus. There was no calcification, no occlusive disease, and mild tortuosity in the bilateral iliac arteries. The completion angiogram demonstrated that the device was patent, with no endoleak or device integrity issues. On (B)(6) 2018, a CT scan was performed. Site analysis noted the left covered renal stent was not patent. There was no evidence of endoleak, or device integrity issues. On the same day, an additional 6 x 22 mm covered stent was placed to cover the distal end of the previous stent. Post-procedure angiogram revealed the occlusion was resolved and the intervention was considered successful. No other adverse events, procedures, or follow-up visits have been reported. The patient remains in the study.

Manufacturer narrative:
Analysis: based on the details of the complaint the stent was no longer patent after 8 days. The details provided indicate that there are no images of the device at the time of the procedure or after the 8 day period where the stent was no longer patent. Without images we cannot confirm the existence of the blockage or if the endograft may have migrated slightly after being implanted. If the endograft migrated the icast stent that was placed through the fenestration of the endograft and into the renal artery would begin to buckle depending on the amount of migration of the endograft. The details provided also indicate that the patient was not on any antiplatelet medication. It is possible that the patient could have benefited in this case with antiplatelet medication. Because we were not notified as to what caused the blockage, be it from thrombus formation or buckling of the stent, the cause is difficult to determine. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. Atrium medical only releases production lots that have passed the aforementioned performance and quality requirements. Conclusion: based on the details provided there is not enough evidence to conclude that the stent no longer being patent was related to a design or manufacturing error. Based on the complaint details the stent may have thrombosed due to the lack of antiplatelet therapy or there is also a possibility that the endograft migrated. Without imaging the cause cannot be determined.